Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024 -13503 - device 6 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-may-2024, it was reported that the eight infusion set was fell off during use within 1 day of insertion. The infusion set is use for 1-1.5 days. The blood glucose level was 180-200 mg/dl. No further information available.